Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-55-user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip UDI# (B)(4). Note: manufacturer contacted customer on 9/26/2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from fasting meter to meter comparison of 120 mg/dl using truemetrix meter and 104 mg/dl using another device and with results obtained of 135, 127, 152, 138 and 171 mg/dl. The customer's expected fasting blood glucose test result range is 95 - 120 mg/dl. Customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom (customer stated bathroom is not used). The test strip lot manufacturer's expiration date is 02/29/2020 and open vial date is one week. The meter memory was reviewed for previous test result history (date/time not set): (B)(6).